Event description:
The patient was received from cardiac or, operating room, following bypass surgery, with precedex infusing at 0.3 mcg/kg/hr. The drip was titrated to 0.4 mcg/kg/hr on arrival, for increased agitation. The pump was programmed for 0.2mg in 100 ml of ns, normal saline. The bag on the pump was a 50 ml bag. The patient was receiving double the dose of precedex. New bag of medication was mixed in 100 ml and hung. No injury noted to patient.